Manufacturer narrative:
The report received from the affiliate states that the sakura fire star, 2.25 x 20 balloon did not deflate after its initial inflation. The age and gender of the patient is unknown. The target lesion location was the left circumflex (lcx). The vessel was described as moderately calcified and tortuous. The percentage of stenosis was unknown. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The balloon was advanced to the lesion without difficulty. After the initial inflation to nominal pressure the balloon would not deflate properly. Therefore the balloon was removed from the patient, inflated. The brand contrast used in the procedure is unknown. The contrast to saline ratio is unknown. The inflation device used to inflate the balloon is unknown. The device was not resterilized and was stored in the lab with like products. There was no reported injury to the patient. One non sterile firestar 2.25 x 20mm was received coiled inside two plastic bags. One kink was observed at 8.5 cm from distal end; this condition could be related to the way the unit was sent for the analysis. The balloon was already inflated; crystallized inflation residues were found along the unit. No other anomalies were observed. Inflation medium residues were removed from the unit. The guidewire 0.14" was inserted through the unit inflation and deflation test was performed without anomalies and within specification parameters. Analysis results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'deflation difficulty-unable to' reported by the customer was not confirmed since no anomalies were found during functional a microscopic analyses. The exact cause of the reported failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure and kink found are related to the manufacturing process; however a risk analysis has been initiated to address this issue.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that the (B)(6) fire star, 2.25 x 20 balloon did not deflate after its initial inflation. The age and gender of the patient is unknown. The target lesion location was the left circumflex (lcx). The vessel was described as calcified and tortuous. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The balloon was advanced to the lesion without difficulty. After the initial inflation (atms unknown) the balloon would not deflate properly. Therefore the balloon was removed from the patient, inflated. The brand contrast used in the procedure is unknown. The contrast to saline ratio is unknown. The inflation device used to inflate the balloon is unknown. There was no reported injury to the patient.